Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. There is no evidence of the alleged event in the medical records provided; therefore currently, it is unknown whether the device may have caused or contributed to the reported event. A lot number was not provided; therefore a review of the manufacturing records could not be conducted. Additionally, no sample was returned for evaluation. With the currently available information, no additional conclusion(s) can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the patient's attorney: on (B)(6) 2002 - patient underwent repair of an incarcerated incisional ventral hernia with a kugel patch. On (B)(6) 2002 - post operative office visit, there was noted induration at the operative site. There was no evidence of wound breakdown, dehiscence, drainage or discharge. Patient was given prophylactic antibiotics.